Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient felt like they were being shocked when the modular cable connection was not tightened all the way. Log files were submitted for review. The event log file captured routine events. The was nothing in the log file from an electrostatic discharge pump reset event.

Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: the reported event of the patient feeling an electrical shock was not confirmed. The submitted log file contained approximately 2 days of data ((B)(6) 2025 ¿ (B)(6) 2025 per the timestamp). The data in the log file did not indicate any issues with the modular cable. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues throughout the log file. The module cable was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products were exchanged, if any products would be returned for analysis, and if the cause of the event was determined; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The lot number of the heartmate 3 modular cable was not reported with the event. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use (rev. D) section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook (rev. A) section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.